Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got no delivery alarm on insulin pump. The customer was hospitalized on 10/19/2017 due to high blood glucose level of 500 mg/dl. The customer¿s current blood glucose was 250 mg/dl. The customer was in emergency room as a result of high blood glucose. Customer was wearing the insulin pump at time of hospitalization. The drive support cap was normal. The insulin pump will be returned for analysis